Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the migration was confirmed via x-ray. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of the left lead and a high impedance on the right lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the left lead was replaced to address the issue.